Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient reported the device read 209 while the finger stick value was 157. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.